Event description:
The pt contacted lifescan and alleged multiple issues with the one touch ultra meter. The medical affairs specialist unsuccessully attempted to contact the pt to confirm the information. The issues of 3 dashes, powering off during use, and apply sample were resolved with troubleshooting. The pt alleged the one touch ultra meter was reading inaccurately high. The pt tested during the symptoms of blurred vision, fatigue, and nausea. Blood glucose was >200 mg/dl. The pt went to the emergency room between 21-30 minutes later and stated the results were "lower", however also stated the blood glucose on the health care provider's meter was 297 mg/dl. Pt was treated intravenoulsy. When the customer care representative performed troubleshooting the pt was using the incorrect blood application technique. The pt stated the test strips appeared longer on one side and had fibers on one side. Based on the information provided by the pt there is indication the product malfunctioned, however insufficient information to indicate the product led to a serious injury. The pt tested after the symptoms started. Readings matched the symptoms. The tests strips were replaced and return is expected.